Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Section b3 section b3 "date of event" is unknown. Section d4: since hospital information is confidential, specific product detail could not be obtained.

Event description:
As per customer feedback in survey regarding acumen iq cuff, the results were not reliable. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The device was not available for evaluation.

Manufacturer narrative:
Updated: h6 (investigation findings, investigation conclusions). The device involved in this complaint was not available for evaluation. No further information could be obtained as the hospital information is confidential. No objective evidence such as product samples, imagery, or videos was provided for investigation. Reviews of the DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the reported complaint. There are manufacturing controls to avoid potential causes related to this malfunction as visual inspections by manufacturer, electrical test and qa sampling inspection. As such, based on available information, a definite root cause is unable to be determined at this time.